Event description:
On (B)(6) 2012, the pt reported she noticed insulin in the cartridge compartment of the infusion device on (B)(6) 2012. She stated it was not enough insulin to put out of the device. She stated that she changed to a different type of infusion set today and at that time she saw an insulin leak but was unable to determine where the leak was coming from. The infusion set and insulin cartridge had been in use for 3 days and the adapter had been in use for 2 weeks at the time the leak was initially found. Her blood glucose was elevated to 500 mg/dl and she switched to her backup infusion device using the same accessories and again she noticed an insulin leak but was unable ot determine the source. She changed all of the accessories and injected insulin to lower her blood glucose. Her normal blood glucose level is 130 mg/dl. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set, adapter, and insulin cartridge was requested to be returned for eval.